Event description:
The customer reported one half of the image was missing. It is possible that the image was retaken, resulting in add'l radiation exposure.

Manufacturer narrative:
(B)(4). Investigation is still in-progress. If add'l info is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).